Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his sensor glucose was 108 mg/dl last night while his blood glucose exceeded 400 mg/dl. The customer treated with a 6-unit bolus. Troubleshooting was initiated for the sensor glucose and blood glucose discrepancies. The customer's calibration procedure was reviewed and he confirmed that he had not had bent sensor cannulas in the past. No further details were given regarding the high blood glucose level. The insulin pump was not returned for analysis.